Event description:
During an endo-epicardial ventricular tachycardia ablation procedure, there was a clinically significant delay. Impedance shift messages appeared on the map with no clear reason. After creating the epicardial model with a flexability se catheter, the hd grid was used, but the collection of mapping points was limited by poor catheter localization with a ¿no location¿ message appearing on the side of the mapping signals and the catheter in a low confidence state. During the case the respiration collection had to be recollected, but it failed the collection twice. During ablation some automarks were correctly listed in the automark menu, but they were not displayed on the map. The catheter location issues caused a clinically significant delay. The patient experienced no adverse consequences.

Manufacturer narrative:
Further information from the physician confirmed that the delay to the procedure was not clinically significant.

Event description:
The physician later confirmed that the delay to the procedure was not clinically significant.